Event description:
It was reported that the patient contacted support regarding issues with leaking insulin cartridges. The patient stated that cartridges were not overfilled and that packaging and lot information were unavailable. The patient was unable to provide photos or return any cartridges for evaluation. The patient reported experiencing elevated blood glucose levels for approximately five hours and believed the device was delivering insulin during that time. A goodwill order was issued for one box of each supply type. The patient reported use of a steel infusion set. The patient also reported that the device screen was cracked and believed the damage may have contributed to the cartridge leakage. It was explained that cartridge leakage is typically related to supply issues, and it was noted that the patient had not experienced similar leakage in the preceding two weeks. The patient was unable to provide a photo of the screen damage at the time of contact to initiate a replacement process. Blood glucose levels were reported to be within range at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.